Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. It was reported that the customer experienced an elevated blood glucose (bg) level of over 520 mg/dl. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.